Event description:
It was reported that the screw was found broken after removal. Initial surgery was on (B)(6) 2010. One third load was applied from the sixth week after the operation and the partial load was gradual. The removal operation was performed on (B)(6) 2011 as the bone coalescence was complete. At that time two maximum distal screws of the products were removed and a portion of the head of one screw was found to have been broken already. No further information was provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed. The investigation of the complained screw shows that indeed a portion of the screw head was found to be broken already. The cross section surface shows no irregularities, which indicates material conformity. Unfortunately, there are no further details known. Therefore, we have to assume that a too high applied mechanical force must have caused the breakage. No product fault could be detected. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with (B)(4). Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. We have to assume that a too high applied mechanical force must have caused the breakage. Thus, the device failure is related to the conditions of use and operational context contributed to this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.